Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired twice without difficulty. The third firing it stopped working and would not fire. The clips were stuck in the jaw. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Anti-backup failure,malformed clip,advancer bypass,orange indicator di the analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two pear shaped clips were fed. Due the tip of the advancer slid toward the tissue stop five pear shaped clips and one clip with gap were fed. The remaining two firing sequences fed scissor clips. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass. Finally, the device locked out as intended but the orange was visible at 14th firing sequence thus, it did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.